Event description:
The customer reported that an 840 ventilator had an erratic screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reseated the display cables. No parts were replaced. The unit passed extended self-testing.